Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.11. From service history review, it was confirmed that the device was upgraded with vacuum & sealing kit in 2018. From hydroliq testing report, the heater coolers were confirmed to be used in vacuum mode and no allegation of patient involvement has been reported. A device service history review has been performed and identified that the unit was manufactured in 2014 and no other similar event has been reported, neither concerning trend has been identified. Customer confirmed that they related the contamination of their heater coolers to poor drinking water quality. Poor quality was discovered by customer through a report stating that chimaera mycobacteria content in the drinking water was too high and from that they started testing it themselves. After contamination, since the unit was not collected for deep disinfection, the customer decided to try and implement their disinfection and maintenance process using hydroliq disinfectants. Hydroliq is an hypochlorous acid-based disinfectant, promoted as ecologically sustainable, effective in biofilm removal, and safe for use on various materials (e.g., steel, seals, plastics). It is currently an approved disinfectant in europe. Hydroliq's product has been used at customer site for over a year, eliminating mycobacteria in long-contaminated devices. Two disinfection protocols are in use: 1. Deep clean: using 16l of pure product to remove contamination and biofilms. 2. Maintenance: a low concentration, compatible with potable water, maintained in devices and changed every 4 days. In particular, 200ml of hypochlorous acid made by hydroliq added to 16 liters of filtered tap water is enough to maintain the water quality for 4 days. Currently the customer has had no further contamination issues after adopting this protocol, even though detailed bacterial load reduction tests have been conducted. Customer have ruled out the potential risk of blood diffusion or damage to parts since the product has not shown any aggressiveness towards key materials, and the active ingredient concentrations appear well below allowable limits, although no detailed validation report was shared. The hospital assumes full responsibility for the process, maintaining regular microbiological controls, which consistently return negative results. Livanova has not approved this process, and its use remains solely the hospital's decision and responsibility. They have been made fully aware that livanova has neither recommended nor approved this method. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), switzerland. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The unit was taken out of service.there is no report of patient injury.